Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 37 and 48 hours. The patient received a high blood glucose alert and noticed the cannula dislodged from the infusion site. The pod was discarded.